Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). Based on the results of the investigation, the root cause could not be determined. It is likely the damage to the ceramic beak on the sheath was caused by one of the following; a thermal/mechanically induced impact, wear and tear, improper handling, and/or a mechanical overload (such as a fall, shock, or similar stress). It was also noted that it cannot be determined with certainty, whether the resection sheath had been previously damaged or if damage on the ceramic insulating insert was caused during the last reprocessing or last usage. The instructions for use (IFU) provides a warning that the ceramic tip can break due to mechanical loading or thermally induced straining: "4 before use: warning. Infection control risk. Properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel.. 4.1 inspection and testing: inspecting the product. Visually inspect the product. Make sure that it has: -- no corrosion. -- no dents. -- no scratches. Ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury. Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced device was returned to the repair center and the evaluation confirmed the customer¿s reported issue. The ceramic insulation at the distal tip of the device is damaged / parts broken off. The device was last serviced via repair in december 2022 for a damaged ceramic insulation and missing guide screw. A review of the (DHR) manufacturing and quality records for the affected lot number was reviewed without detecting any non-conformities or deviations regarding the described issue. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Additional 510(k): k931994

Event description:
The customer reported that during reprocessing the ceramic insulation at the distal tip of the resectoscope sheath was found damaged. The procedure was completed using the same sheath without delay. No death or injury and no impact to patient or other has been reported.